Manufacturer narrative:
Additional information: based on the received information from the field, the recipient's hearing performance decreased over time. In situ measurements show an increased ground path impedance (gpi) which is likely caused by bone growth around the reference electrode contacts. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing with the device has deteriorated over time and it is now unsatisfactory. The sound perception is intermittent and there are changes in loudness perception, especially with mouth movement.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient's hearing performance decreased over time. In situ measurements showed an increased ground path impedance (gpi) which is likely caused by bone growth around the reference electrode contacts. In addition, damage to the active electrode which is consistent with minute device mobility was found. Other mechanical damages are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing with the device has deteriorated over time and it was now unsatisfactory. The sound perception was intermittent and there were changes in loudness perception, especially with mouth movement. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing with the device has deteriorated over time and it is now unsatisfactory. The sound perception is intermittent (sounds comes and goes) and there are changes in loudness perception, especially with mouth movement.